Event description:
It was reported that during a scheduled follow up, the ventricular lead exhibited high impedance and loss of capture at maximum output. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.